Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 248 mg/dl at the time of the incident. The customer was having issues with rewinding the device. The customer stated that the piston was going backwards. The customer also reported a no delivery that was resolved with a set change. The customer did not troubleshoot and did not send the product back for analysis.